Event description:
It was reported that the left ventricular (lv) lead exhibited a failure to capture. Via diagnostic imaging, it was observed that the lv lead was dislodged. The lv lead was explanted. The patient was stable.